Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce the report of half the image being displayed. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the report of the camera showing half an image was not reproduced, therefore, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. In addition, service found the cable insulation was damaged due to incorrect processing and the charge-coupled device cover was discolored.

Event description:
The customer reported that only half of the image from the camera head was displayed during an unspecified therapeutic procedure. The procedure was completed after a delay to get another camera from within the facility. There was no harm or user injury reported due to the event.